Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the charger is not finding/recognizing the ins. The charge only last for 22 hours and the patient is experiencing some slight burning/itchy feeling. These problems have just started about 6 days ago around feb 10th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since friday or saturday the patient's stimulation shut off on it's own. The patient said that they usually felt their stimulation when they coughed but they didn't feel the stimulation when they coughed and they realized the stimulation shut off on it's own. The patient said that their ins was 50% charged when this occurred. Patient said that this happened frequently and they were able to turn their stimulation back on afterwards. Patient said that during this time their ins depleted faster than it usually did. Patient said that after implantation they charged their ins every 4 days and they were re-programmed about 3 weeks ago and they needed to charge their ins every other day and since friday or saturday their ins depleted faster. Patient said in the past 17 hours their ins depleted from 100% to 20%. Patient denied any falls/traumas. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.